Event description:
Boston scientific received information from the patient that this pacemaker was not working properly. No further information could be obtained from a local representative about the pacemaker status or the event. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.